Event description:
Pt admitted via emergency dept with complaints of severe right leg pain. CT revealed a right iliac psuedoaneurysm, approx 20 cm in its greatest diameter and extending up the psoas muscle. Arteriography revealed a jet of contrast out of small leak in the right common iliac artery. A stent graft and a 3mm thin wall graft were backloaded into a heavy duty reinforced sheath - could not be advanced. A balloon occlusion catheter was positioned, pt proceeded to surgery, a greater than 10 cm pseudoaneurysm was observed. This was repaired and a right iliac to femoral interposition with 8mm graft was placed. The pt's postoperative recovery was complicated by coagulopathy and electrolyte abnormalities. On 2/7/97 the pt expired after development of a malignant arrhythmia.